Event description:
Balloon trocar deflated per medical doctor. Gallbladder was pulled out through the balloon trocar site. The md put the trocar back in and tried inflating the balloon twice. The trocar came back out so the md pulled the trocar out to look at the balloon. The balloon had shredded. A new trocar was inserted and a piece of the balloon was noted inside the pt which was removed successfully.